Event description:
It was reported that a er220 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the instrument clips ejected from the jaw. There was no consequence to the pt.